Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump dispensed the entire insulin cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/07/2014 with the following findings: there was no evidence of a load step malfunction found in the pump history. The pump was not able to successfully complete the rewind, load, and primes steps due to a loss of prime occurring immediately following the prime step. The force sensor calibration reading and force sensor plate resistance reading was found to be outside of the required specifications. The pump was opened and the force sensor was removed from the motor assembly. Evaluation revealed that the force sensor plate was contaminated with a green substance. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, and will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.